Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), regarding a patient receiving dilaudid (unknown dose and concentration) via an implantable pump for spinal pain. It was reported the patient's pump was at end of service (eos) and the pump's battery life was completely depleted. The patient would be admitted to the hospital for withdrawal symptoms. The office was working on scheduling a pump replacement. The environmental, external or patient factors that may have led or contributed to the issue was "office missed elective replacement indicator (eri) in march." No troubleshooting or diagnostics were performed. No actions or interventions occurred. The issue was not resolved at the time of this report. Surgical intervention was planned, but was not scheduled. The patient's status was alive, no injury.